Event description:
Consumer reports while using bd safeclip. They placed the syringe in the snipper, snapped it shut and felt a piece of the needle go under their glasses and jump into their right eye. The edge of the eyelid started to bleed and upon examination the inside of the lid was bleeding also. Pt visited their gp who became alarmed and referred pt to a retinal specialist. Pt visited a specialist who examined pt eye for any needle damage.